Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The igm2 reagent lot number was 849558 with an expiration date of 30-nov-2026. Calibration errors were observed. Solid, black plastic debris was found in the filter. The specific origin of the plastic debris could not be determined; however, it is believed to have come from a component. The field service engineer (fse) replaced the reaction bath and the tube sockets. The investigation determined that the issue found by the fse was the root cause of the event.

Manufacturer narrative:
The c702 module serial number was (B)(6).

Event description:
There was an allegation of discrepant results for 1 patient sample tested for tina-quant igm gen.2 (igm2) on a cobas 8000 c702 module. The initial result was 11.06 g/l with a data flag. The result in decreased mode was 29.71 g/l. The repeat result was 11.06 g/l with a data flag. The result in decreased mode was 10.11 g/l. The result of 29.71 g/l did not correspond to the electrophoresis results.